Manufacturer narrative:
Age at time of event corrected from (B)(6). Patient sex corrected from male to femaleinit reporter sent to FDA corrected from ni to yes. Weight, weight (unit), describe event or problem updated (B)(4).

Event description:
It was further reported that the piece of plastic located inside the jl4 6f impulse guide catheter was 5-6cm in length.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material came out of the catheter. The target lesion was located in the left coronary artery. A 6f impulse guide catheter was selected for use. During a coronary catheterization, the physician flushed the 6f impulse guide catheter with a saline solution and the 035 non bsc core wire was partially loaded into the guide catheter not until it was advanced through the patient's body. However, resistance was felt while pushing the core wire all the way through the guide catheter. Thus, the physician pulled the 6f impulse guide catheter together with the core wire out from the patient's body. Moreover, the core wire was forcibly pushed inside the guide catheter after it was being removed out and noticed one long piece of tubing that came out at the end of the guide catheter. The 6-7 inches long plastic piece was solid and circular in shape. It perfectly fits the lumen of the guide catheter and appeared to have been designed to support the interior part of the guide catheter during its production. The procedure was completed with the same non bsc core wire and another of the same 6f impulse guide catheter. No patient complications were reported and the patient's status is fine.